Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump battery was depleting quickly and that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed pump supplies and continued to use the pump for insulin therapy.